Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display of the external pulse generator (epg) was not displaying characters but flashing. The battery was replaced and the epg operated as designed. The epg remains in use. There was no patient involvement.